Event description:
It was reported that the programmer powered on to an error. Recycling power cleared the error. The service disk was run as a precaution and the programmer was powered on with no issues. There was no indication of patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.